Event description:
A physician reported that an ophthalmic handpiece presented problem with phacoemulsification not working post successful priming. The procedure details and patient harm were not provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phaco handpiece (hp) was returned for evaluation. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The hp was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. The handpiece was connected to a calibrated resistance breakout box, where the output impedance was found to be out of specification. The sample was connected to a calibrated system, where it displayed system message (sm) [handpiece calibration failed (top connector port)]. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet manufacturer specifications. The sample was then x-rayed, where it was found that the pressure sensor had a damaged filament within the diaphragm. The root cause of the reported event of (sm) can be attributed to the nonconforming pressure sensor. However, how, or when this component became nonconforming remains inconclusive. The handpiece was found to meet specifications as it relates to phacoemulsification (phaco) power. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).